Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a controller alarm and a possible double disconnect event occurred. The patient felt the pump stop and start again. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller (unknown serial number) was not returned for evaluation. Log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed, but not limited, a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. If information is provided in the future, a supplemental report will be issued.